Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the guidewire began to unravel whilst in the lead. This meant that the guidewire could not be moved within the lead. Both lead and guidewire were removed and replaced. No patient complications have been reported as a result of this event.